Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels, corrosion on the femoral neck and metallosis. DHR was reviewed and no discrepancies were found. Additional information does not change the root cause of the previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: item# us157856 m2a magnum pf cup 560dx50id lot# 017630; item# 11-103203 taperloc por lat fmrl 9x137 lot# 324460; item# 139254 m2a-magnum 42-50mm tpr insrt-3 lot# 608780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09153.

Event description:
It was reported that patient underwent revision 11 years post total hip arthroplasty due to elevated metal ions/pain/limited range of motion. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03666, 0001825034 - 2019 - 03667.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation due to pain, elevated metal ion levels, metallosis, corrosion and range of motion limitations. During the procedure, the stem component was attempted to be removed by extended trochanteric osteotomy without success. The stem was then kept in place and four wires were used to repair the osteotomy. The head component was removed and replaced with a ceramic head and dual mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.